Event description:
Customer stated the aligners caused significant discomfort, including jaw locking when opening her mouth widely, even during routine dental cleanings. The patient also experienced gum irritation and infection due to the aligners cutting into gingival tissue. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.